Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. On (B)(6) 2020, a CT imaging strongly suspected an aneurysm enlargement (amount unknown) and a proximal type I endoleak. On (B)(6) 2020, an angiography imaging revealed the proximal type I endoleak. An aortic extender endoprosthesis was implanted proximally. The endoleak was resolved. The patient tolerated the procedure. (This first reintervention is captured in (B)(4).) After the reintervention, the aneurysm enlarged gradually again during a follow-up. On september 30, 2023, a CT revealed the aneurysm enlargement. The aneurysm diameter became 73mm from 67mm which was measured on (B)(6) 2021. A type iiib endoleak or a type ia endoleak was suspected. On (B)(6) 2023, the endoleak was determined as the type ia endoleak by an angiography. Therefore, an aortic extender was implanted. The type ia endoleak decreased, but the endoleak still remains slightly or an artifact was observed. The physician decided to monitor it.